Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she changed to program 2 about 1.5 weeks ago and since that change she has noticed that when she has to make a bowel movement she needed to go right away and then she almost does not make it. The patient stated her bladder symptoms are being controlled. The health care provider wanted patient to try each program for 1 week. The patient reported symptom /change in therapy as sudden. The patient reported that she began to have issues with her bowel function when she changed to program 2 at 0.6 amplitude (B)(6) 2015. The patient also indicated that program 3 she was feeling stim in the rectum (B)(6) 2015. The patient changed to program 4 at 0.7 and felt stimulation more in the vaginal area. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information.

Manufacturer narrative:
(B)(4).